Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery, a non-abbott guide wire and a guide catheter were advanced. A 2.5 x 28 rx xience v stent delivery system (sds) was advanced via direct stenting but could not cross the lesion. The 2.5 x 28 rx xience v sds was withdrawn from the patient anatomy without resistance and pre-dilatation was performed. The 2.5 x 28 rx xience v sds was re-inserted and advanced, but could not cross the lesion. The 2.5 x 28 rx xience v sds was withdrawn from the patient anatomy without resistance and a non-abbott guide catheter extension was inserted and the 2.5 x 28 rx xience v sds was advanced but could not advance through the non-abbott guide catheter extension and became stuck inside. The non-abbott guide wire, guide catheter, non-abbott guide catheter extension, and the 2.5 x 28 rx xience v sds were removed as a single unit. A balance middleweight guide wire and a new guide catheter were advanced and a new same size xience v sds was advanced and implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficult to position/resistance during removal could not be replicated in a testing environment as they were based on operational circumstances. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the device was withdrawn and reinserted into the anatomy multiple times. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.